Manufacturer narrative:
Device evaluated by manufacturer: report of leaflet not closing properly could not be confirmed through visual examination. The leaflet tissue near the free edge becomes translucent suggesting tissue dehydration presumably related to the explant/implant. There is gap at the coaptation between the leaflets that appears to be attributable to the leaflet tissue dehydration. There is a small tissue perforation in leaflet 2 near the cusp. Nontransmural tissue damage is also evident on inflow side of leaflet 1 near the wireform. These abnormalities observed on the valve as received could not pass edwards manufacture inspections. The x-ray imaging demonstrates that the wireform and stiffening band are intact. No intraoperative echocardiogram was provided, thus the nature of the reported moderate central leak in vivo could not be confirmed. Functional testing was performed and the reported issue could not be confirmed. Under edward¿s standardized in vitro testing conditions, the total regurgitant fraction (trf) was 4.14%, which is more than three times lower than the 15% maximum allowed for a valve this size per iso5840-2:2015. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on product evaluation findings, a definitive root cause cannot be determined; however, it is possible that operational context might of contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Event description:
Edwards received information that the subject device was explanted at implant due to moderate central leak detected on tee intra-operatively performed by the anesthetist and checked by the on-call cardiologist. Per obtain information, one of the valve cusp valve appeared not function correctly and to be somewhat tethered. At explant, there was no obvious visible problem with the valve. No suture loop was observed. It was replaced with a 27 mm non-edwards valve. The patient was weaned from cpb with difficulties on high doses of epinephrine and norepinephrine and an intra-aortic balloon pump (iabp). The patient received multiple units of packed cells pre-operatively and on pump due to her anemia (hemoglobin 72). The patient´s lv contractility deteriorated and she started having runs of ventricular fibrillation. In spite of all the efforts to sustain her, the patient deceased in the operative room.

Manufacturer narrative:
Corrected data: correction on initial report on rec'd by MFR date from 30-mar-2017 to corrected date of 01-jun-2017.